Event description:
An angio-seal was successfully deployed in a pt following a procedure. Three days later, the pt developed right calf claudication, and ischemic color changes in the right foot. A vascular surgeon confirmed the absence of pulses below the knee. An ultrasound was performed that revealed the device was located in the popliteal artery, below the knee. Surgery was performed to remove the angio-seal. The pt was seen for a follow-up appointment and was doing well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.